Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
This event involved a patient who reported a faulty controller display approximately three years and three months post heartware lvad implantation. The controller was replaced from stock with no report of patient injury.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. During analysis, unit failed functional testing. Unit functioned as intended following replacement of display board indicating the failure mode is contained to the display board. No additional information will be forthcoming.